Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that sometime a couple weeks ago they attempted to sync their recharger and programmer to their ins and was unable to do so. Pt confirmed the last time they were able to successfully charge their ins was about 3 months ago. Patient services (ps) suspects possible overdischarge and reviewed information with pt. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. 2022-jan-13 vm (con): patient provided updated address. Additional information received. Patient reported ins would not recognize charger. Ins would shut off itself. Patient reported lead burnt out at a later time. Rep thought patient was mistaken. Patient reported rep restarted ins and said there was little life left in battery. Hcp has scheduled a replacement surgery and awaiting for date to be set. For the time being device has been shut off so patient has no benefit.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified the lead burnt out as this is what they were told by their manufacturer representative (rep). All they noticed was the lack of function. The date for replacement has not been set.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.